Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer spoke with tech and states that on the back of the chair there is a bracket that comes down the side of the chair that sheared off on both sides.